Event description:
Received info regarding a cartridge alarm 19 dural basal delivery. Customer's blood glucose level was not impacted. Contact indicated that a new cartridge would be installed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.